Event description:
Procedure type: lavh. According to the reporter: a plastic piece of the anchoring device fell into the pt abdomen. The surgeon had placed the trocar and activated the anchoring device when this occurred and the surgeon had to regrasp the plastic piece and retrieve it through a second port. Another device was used successfully to complete the procedure. No ill effect to the pt, recovered. The sample is being sent for eval.